Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events reported: 23. Exair anterior - 17. Exair posterior - 6 - attachment: [otp aug-sept_2016.zip].

Event description:
As reported to coloplast though not verified patient's legal representative stated leakage, painful intercourse, infections, incontinence, uti's all the time.